Event description:
It was reported that there was "total pump failure". There was no reported impact to the customer's blood glucose level. No additional product or event information was available due to customer declining additional troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.